Event description:
Patient did get approximately 5 ml of air from an IV drip. The pump and oxygenator failed to continue flow. Patient had to be clamped off to ECMO(extracorporeal membrane oxygenation) and the air was manually extracted.